Event description:
It was reported to the cyberonics representative that high lead impedance resulted from a systems diagnostic test at a follow up visit. Additionally, the patient reported sensing erratic stimulation of the device. No other adverse events were reported. There was no believed cause of the high lead impedance provided by the treating physician. The patient had surgery where the problematic lead and generator were removed and a new device was implanted. It was observed during surgery that when the chest pocket was opened, the surgeon visualized the lead tangled up and looked "like a bird's nest" and was knotted. The lead was fractured near the connector boot, but it was reported that it may have occurred while the chest pocket was being opened. The lead and generator were explanted and a new system was implanted. The explanted devices are expected to be returned to manufacturer for analysis. Attempts to obtain pre-operative x-rays to assess the continuity of the system are underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.